Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant of the right ventricular lead sensing was poor on the inital attempt and subsequently the helix would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.